Manufacturer narrative:
Customer indicated they did not save the reported particles so they will not be returned for subsequent investigation for root cause. Reported concern could not be reproduced when the b&l rep was present to observe four separate procedures. There are many potential sources of particle such as in the customers cleaning and sterilization process for the reusable products. The particles are only visible under microscope and the customer indicated that limescale from the cleaning process is a potential source. Unable to investigate for root cause. There was nothing returned for investigation, issue could not be reproduced when the b&l rep was observing the procedures, and the customer noted that their cleaning and sterilization process may have limescale which may be related to the observation only visible under a microscope. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 3 of 6. See related medwatch report numbers: 0001920664-2021-00124, 0001920664-2021-00125, 0001920664-2021-00127, 0001920664-2021-00128, and 0001920664-2021-00129.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Report 3 of 6, see related medwatch report numbers: 0001920664-2021-00124, 0001920664-2021-00125, 0001920664-2021-00127, 0001920664-2021-00128, 0001920664-2021-00129.

Event description:
The user facility in (B)(6) reported that small, hard white crystals (like glass or porcelain) came out of the handpiece through the side holes during irrigation. Some of the particles were found between the needle and plastic sleeve, others were found in the anterior chamber of the eye. It could only be seen through a microscope. The particles were removed from the eye with no incision enlargement or clinical consequences.